Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having a difficult time pressing the buttons because there hard. She has had issues since she received the device. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had no button response due to a flattened button dome switch. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.